Event description:
During a laparoscopic appendectomy, the surgeon attempted to use the endopath ets-flex 45 stapler made by ethicon. The first stapler he used did not fire any staples. The second stapler he attempted to use only partially fired a few staples. We had to open a third stapler which worked properly.